Event description:
It was reported by a competitor that both leads were explanted due to failure. Add'l info was later rec'd and reported that the ventricular lead impedance was greater than 10,000 ohms, and a chest x-ray showed a fracture. The atrial lead was also returned and analyzed. It tested out of specification during MFR's analysis. No pt complications were reported as a result of these events.

Manufacturer narrative:
Info was originally received from a competitor. Add'l info was later received from a health care professional. All data pertinent to the event is provided. If add'l relevant info is received, a supplemental report will be submitted. Eval summary: distal conductor fractured; full lead in segments returned. Outer insulation breached; full lead in segments returned.